Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 415, 246 and 215 mg/dl and had air bubble anomaly. The customer stated the approximate size of air bubbles was champagne size to size of pin head and multiples. Troubleshooting was done for air bubble, high blood glucose and under delivery. The customer treated with a manual injection. The reservoir will not be returned for analysis.